Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet charger stopped functioning with no indicator lights despite correct placement and testing multiple outlets, and the user is temporarily charging the ilet with an alternative flat charger; this corresponds to an energy storage system problem attributed to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a component-related failure consistent with premature battery discharge affecting the energy storage system and battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.